Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies and successfully resumed insulin delivery. Additionally, the insulin gauge was inaccurate. Customer declined further troubleshooting with tandem technical support regarding inaccurate insulin gauge. Customer¿s blood glucose level was between 204-210 mg/dl.